Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("getting bigger everyday"), abdominal distension ("stomach is hard as a rock and it feels like I am 8 months pregnant") and flatulence ("gas"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain was resolving and the weight increased, abdominal distension and flatulence outcome was unknown. The reporter considered abdominal distension, flatulence, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, flatulence, pelvic pain and weight increased incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("getting bigger everyday"), abdominal distension ("stomach is hard as a rock and it feels like I am 8 months pregnant") and flatulence ("gas"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain was resolving and the weight increased, abdominal distension and flatulence outcome was unknown. The reporter considered abdominal distension, flatulence, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, flatulence, pelvic pain and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.